Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to have data from this pacemaker system analyzed due to an atrial tachy response (atr) episode. Technical services (ts) was consulted, and upon data review, discussed that there had been farfield oversensing of a ventricular pacing event. While on call, ts recommended reprogramming configurations, which resolved the problem. In addition, noise artifact signals were noted. Therefore, isometric and pocket evaluation, along with impedance testing, were also recommended. This pacemaker remains in service. No adverse patient effects were reported.